Manufacturer narrative:
Citation: yoshioka, d. Md et al. Recent surgical results for active endocarditis complicated with perivalvular abscess. Circulation journal (2017) oct 25;81(11):1721-1729; doi 10.1253/circj.cj-17-0355 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the clinical results of patients who underwent aortic valve replacement due to endocarditis. All data were collected from multiple centers between 2009 and 2016. The study population included 226 patients, 5 of which were implanted with a freestyle stentless aortic root. Serial numbers were not provided. The aortic root replacement population was predominantly male; mean age 63.1±14.5 years. Among all patients implanted with an aortic root replacement, adverse events included: neurologic deterioration, complete heart block (chb) with permanent pacemaker implant and paravalvular leak (pvl). Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.